Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the reported customer issue. Device evaluation found the device a- rubber had a leak, a-rubber glue was damaged and had leaks. The device showed no image ,black image observed. Based on reasonably known information, the most probable causes was due to stress caused by either physical force ,wear, bending, deformation, fracture, fatigue. The image issue was noted to be due to damage component failure and attributed to electronic component failure. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported "there is a trace of fluid invasion inside of the device". The issue was found reprocessing. There was no patient involvement in this reported event. Device inspection found the device showed black, no image.